Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon ruptured occurred. The lesion being treated was located in the average tortuous, moderately calcified and 90% stenotic distal left circumflex artery. The physician successfully deployed a 2.75x12mm liberte stent. Then the physician advanced the 2.25x15 mm maverick2 balloon through the side branch access and crossed without any problem. However, the balloon ruptured at 12atms on the first inflation. Resistance was felt during insertion. The device was removed from the patient intact. The procedure was successfully completed with a non-bsc balloon. Patient status is listed as "fine".

Manufacturer narrative:
Device evaluation: the device was disposed of by the hospital; therefore, no direct product analysis could be performed. The exact cause of the difficulties experienced during the procedure could not be determined.